Event description:
It was reported that wife called on the behalf of her husband. She said that her husband has discomfort in his left hip. He had a follow up on friday (B)(6) 2012. She noted that patient will have MRI and blood work done.

Manufacturer narrative:
Evaluation summary: an event regarding pain of unknown etiology was reported. The event was confirmed. Inspection of the reported devices could not be performed as no items were returned. Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusion: voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain of unknown etiology is considered to be under the scope of this recall. No further investigation is required.